Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported the catheter was used for pci. During pullback inside the body the image disappeared. The catheter was reconnected to the pim and flushed outside the body but the problem was not solved. No damage was observed during prep. No resistance was felt at any time, either inside or outside the patient's body. All portions of the device appeared to be accounted for after removal from the patient and no damage was observed on the device. There were no adverse events and no additional medical or surgical intervention was required. The patient's treatment was completed by the procedure. There was no patient injury. The patient was discharged as expected in stable condition. Vessel: ad #6, 90% occluded. Tortuousness: slight, catheter approach: from radial. Visual and microscopic inspection and functional testing were performed on the returned device. The proximal shaft of the returned device was separated at 347 mm distal to the distal telescope strain relief. The exposed drive cable was not damaged. A capacitance test was performed and the device failed with a value below the expected range. The result of the test demonstrates that there was likely a broken electrical connection within the coaxial cable, and the device will not be able to image. No additional testing beyond the capacitance test was able to be performed due to the shaft separation. The reported failure of lost image could not be duplicated. Device manipulation, impact and applied pressure during use can affect the integrity of the device. We could not conclusively determine when or how the damage occurred. The instructions for use (IFU) warns, do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. The ifus also cautions to never advance the imaging catheter without the guidewire support. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported as there is a potential for harm if the event were to recur.